Manufacturer narrative:
An RMA has been issued to the customer requesting to have the cadiere forceps instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the instrument log for the cadiere forceps instrument (471049-07/n102009280185) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. No images or procedure videos of the event were shared. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported based on the following conclusion: it was reported that a fragment from the cadiere forceps instrument fell into the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the cadiere forceps instrument broke at the junction between the wires and the fenestrated grasping section. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was an inguinal hernia repair. The issue occurred upon the instrument's first use. The customer had just inserted the instrument into the patient when they noticed a jaw missing. The customer inspected the instrument prior to use and there was nothing out of the ordinary noticed. The customer retrieved the fragment with a spare cadiere forceps instrument. No medical intervention was required to address the issue. The procedure was completed as planed with no patient injury. The customer does not have any images for review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.